Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, data that was provided was downloaded and reviewed on 12/30/2014. A review of the downloaded data log could not confirm the reported event of an intermittent audio output.

Manufacturer narrative:
(B)(4).

Event description:
Patient's spouse contacted dexcom technical support on (B)(6) 2014 to claim intermittent audio output patient experienced on (B)(6) 2014, resulting in a hypoglycemic event. Patient's spouse stated that patient was at work when the event occurred and colleagues called an ambulance. The emergency room doctor administered glucagon and patient was admitted to the hospital for an overnight stay. Patient's spouse reports current condition of patient as ok again. Patient's spouse did not report further medical intervention or any injuries.